Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that when the charge button was pressed the device began to charge for defibrillation, but would immediately dump the energy internally before the charge cycle could be completed. Physio replaced the biphasic module pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to complete a charge cycle for defibrillation, when this happened the service indicator became illuminated. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
The initial medwatch report indicates: device identifier (di) number ¿ blank. The initial medwatch report should indicate: device identifier (di) number (B)(4).

Event description:
The customer contacted physio-control to report that their device was unable to complete a charge cycle for defibrillation, when this happened the service indicator became illuminated. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. There was no patient use associated with this event.